Event description:
It was reported that during a follow up, the first attempt to interrogate the pulse generator was not successful. The nurse attempted to reposition the telemetry wand and the patient complained of -a strong heart consciousness-. It was noted the device exhibited backup vvi operation. The device was programmed to it's original settings and normal function resumed.

Manufacturer narrative:
No medwatch form was received.